Event description:
It was reported that the camera head was not transmitting signal. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the endoscopic image could not be displayed; due to poor watertightness of the cable unit, watertightness was lost and poor contact of the camera unit and the adapter was deteriorated. A root cause could not be identified. Based on the results of the investigation, it was considered likely that the reported malfunction of device not transmitting a signal was due to deterioration of the cable unit, resulting in the inability to display the endoscopic image, and due to poor contact of the camera unit, which also prevented display of the endoscopic image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.